Manufacturer narrative:
(B)(4): during investigation, the keypad was found to be peeling at the ok button and the keypad was worn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. A worn keypad has no effect on insulin delivery. During testing, the down arrow was scrolling without user input; the up arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported a zero bolus given issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).